Manufacturer narrative:
Other, other text: b5: additional information received on 03-nov-2022 via email and attached to complaint object: the events did not occur while the pumps were in use with a patient. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a travel coarse error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the pump was received with crack on bottom case by l-bracket and right plunger case. The event history log showed a travel coarse error and check clutch/plunger lever. Popping noise was heard followed by travel course error-check clutch/plunger lever during the occlusion test. Normal wear caused the clutch halves to slip on the lead screw. Parts are 6 years old. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue.